Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation in to this reportable event as closed. The recipient has reportedly healed and was successfully activated. No further treatment details will be provided. This the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient experienced a hematoma at the incision site. The recipient reportedly received medical attention (type unknown). Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.